Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture / perforation"), device dislocation ("migration"), genital haemorrhage ("abnormal bleeding") and erosive oesophagitis ("gastrointestinal or digestive system condition type: erosive esophagitis") in a female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" in june 2010. The patient's past medical history included multiparous. Concurrent conditions included low back pain, pain in hip, herniated disc, vomiting, diarrhea, iron deficiency anemia, b12 deficiency anemia, epigastric pain and loop electrosurgical excision procedure. Concomitant products included amitriptyline since 2010, gabapentin since 2010 and oxycocet (percocet) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced muscle spasms ("leg cramps"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2010, the patient experienced nausea ("nausea"), weight decreased ("weight loss"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastrooesophageal reflux disease"), erosive oesophagitis (seriousness criterion medically significant), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and colitis ("gastrointestinal or digestive system condition type: colitis"). In january 2011, the patient experienced urinary tract infection ("infections, infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage ("device breakage"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain, pain"), abdominal pain ("severe abdominal pain, pain"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge "), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay "), fatigue ("fatigue "), abdominal distension ("abdominal bloating "), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with antibiotics, analgesics, ondansetron (zofran), ciprofloxacin (cipro) and metronidazole (flagyl). At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the urinary tract infection, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, weight decreased, gastritis, gastrooesophageal reflux disease, erosive oesophagitis, irritable bowel syndrome, colitis and muscle spasms outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, colitis, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, erosive oesophagitis, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: 4 external coil visualization within the endometrial cavity on the left and 5 coil visualization on the right concerning the injuries in the case, the following ones were described in patient's medical records: muscle spasms, abdominal pain, colitis, migraine, gastritis, irritable bowel syndrome, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture / perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test" in (B)(6) 2010. The patient's past medical history included multiparous. Concurrent conditions included low back pain, pain in hip, herniated disc, vomiting, diarrhea, iron deficiency anemia, b12 deficiency anemia, epigastric pain and loop electrosurgical excision procedure. Concomitant products included amitriptyline since 2010, gabapentin since 2010 and oxycocet (percocet) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced muscle spasms ("leg cramps"). In (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2010, the patient experienced nausea ("nausea"), weight decreased ("weight loss"), gastritis ("gastrointestinal or digestive system condition type: gastritis"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gastrooesophageal reflux disease"), oesophagitis ("gastrointestinal or digestive system condition type: erosive esophagitis"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: irritable bowel syndrome") and colitis ("gastrointestinal or digestive system condition type: colitis"). In (B)(6) 2011, the patient experienced urinary tract infection ("infections, infection (bladder/ urinary tract/vaginal) type: urinary tract infection") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage ("device breakage"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain, pain"), abdominal pain ("severe abdominal pain, pain"), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), vaginal discharge ("discharge "), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay "), fatigue ("fatigue "), abdominal distension ("abdominal bloating "), endometriosis ("endometriosis") and cystitis ("cystitis"). The patient was treated with antibiotics, analgesics, ondansetron (zofran), ciprofloxacin (cipro) and metronidazole (flagyl). At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the urinary tract infection, menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, weight decreased, gastritis, gastrooesophageal reflux disease, oesophagitis, irritable bowel syndrome, colitis and muscle spasms outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, colitis, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, female sexual dysfunction, gastritis, gastrooesophageal reflux disease, genital haemorrhage, headache, hypersensitivity, irritable bowel syndrome, menorrhagia, menstruation irregular, migraine, muscle spasms, nausea, oesophagitis, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: 4 external coil visualization within the endometrial cavity on the left and 5 coil visualization on the right concerning the injuries in the case, the following ones were described in patient's medical records: muscle spasms, abdominal pain, colitis, migraine, gastritis, irritable bowel syndrome, nausea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, lot no, treatment medication, concomitant disease and medications, event infection updated to , urinary tract infection, new events menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, weight decreased, gastritis, gastrooesophageal reflux disease, oesophagitis, irritable bowel syndrome, colitis, muscle spasms and device monitoring procedure not performed added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("fallopian tube rupture / perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), device breakage ("device breakage"), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), abdominal pain ("severe abdominal pain "), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge "), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions") with rash, amnesia ("memory loss"), alopecia ("hair loss "), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay "), fatigue ("fatigue "), abdominal distension ("abdominal bloating "), endometriosis ("endometriosis ") and cystitis ("cystitis "). At the time of the report, the fallopian tube perforation, device dislocation, device breakage, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstruation irregular, pelvic pain and vaginal discharge to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.